Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the treatment of a 75 mm in diameter abdominal aortic aneurysm. The patient had a short reverse funnel neck. The proximal neck diameter was 24.2 mm just below the renals, and 34.5mm in diameter 10mm below the renals. There was minimal neck angulation and minimal calcification. The right common iliac distal diameter was 20.1mm, the right external iliac diameter was 8.6mm, the left common iliac artery distal diameter was 17.9mm and the left external artery diameter was 9.1mm. It was reported that the patient had a short reverse funnel neck so the physician stated he would be using aptus screws. After the devices were successfully implanted the final angiogram showed a type I endoleak and the graft was below rentals about 5 mm. The stent graft came down after deployment due to the reverse funnel neck. The physician decided at this time to secure graft with 5 aptus screws and then place a 36x36x49 cuff. The final angiogram showed that the type I endoleak had resolved. No additional clinical sequelae were reported and the patient is fine. A review of the pre-implant web report returned confirmed that the proximal neck diameter was 24.2mm just below the renals, and 34.5mm in diameter 10mm below the renals. There was minimal neck angulation and minimal calcification. The right common iliac distal diameter was 20.1mm, the right external iliac diameter was 8.6mm, the left common iliac artery distal diameter was 17.9mm and the left external artery diameter was 9.1mm. Images during and post-implant were not provided. It is likely that the severely conical and short neck contributed to the inaccurate delivery and type I.